Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user felt a resistance when inserting the spring wire guide (swg) through the arrow raulerson syringe (ars) and was unable to advance the swg. Therefore, a new kit was used instead. No patient harm reported.

Event description:
It was reported that the user felt a resistance when inserting the spring wire guide (swg) through the arrow raulerson syringe (ars) and was unable to advance the swg. Therefore, a new kit was used instead. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire within its advancer tube, one arrow raulerson syringe (ars) and one 18 ga introducer needle along with the product lidstock for evaluation. Visual inspection of the guide wire revealed one small kink near the distal end of the body. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. Visual inspection of the returned insertion components (ars and introducer needle) revealed no obvious defects or anomalies. The kink in the guide wire measured at 20mm from the distal tip. The guide wire total length measured 599mm which is within the specifications of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.797mm which is within the specifications of 0.788-0.826mm per the guide wire product drawing. The needle cannula outer diameter measured 0.04995" which is within the specifications of 0.0495"-0.0505" per the cannula product drawing. The needle cannula inner diameter measured 0.042" which is within the specifications of 0.041"-0.043" per cannula product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states "advance swg into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire passed through the returned ars and introducer needle with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and the following potentially relevant finding was discovered: for material k-04300-019c, a non-conformance was initiated for 14p21c0248 in regards to a cracked needle hub. This is unrelated to the failure mode reported by the customer for this complaint. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The complaint of a guide wire was kinked was confirmed through complaint investigation of the returned sample. The guide wire contained one small kink near the distal end. The returned guide wire and insertion components met all relevant functional/dimensional requirements, therefore the customer report of swg/ars resistance could not be confirmed. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.